Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the operating room for a scheduled pulse generator procedure. Prior to the procedure ending, the atrial lead dislodged and could not be repositioned due to the helix not extending. The lead was no longer used and replaced. The patient was in stable condition before, during and post surgery. The patient would continue to be monitored.